Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation during a routine check, multiple auto mode switch (ams) episodes due to atrial lead noise were observed. The lead noise could not be programmed around as the patient has a history of atrial fibrillation (af). The patient was asymptomatic.